Manufacturer narrative:
Concomitant products: product ID 3587, lot # l62123, product type lead; product ID 7495-51, serial # (B)(4), product type extension; product ID 74001, lot # n559247, product type adapter. (B)(4).

Event description:
It was reported that the overstimulation stimulation from their implantable neurostimulator (ins) when it suddenly increased (¿kicked up¿) without using the programmer. The issue just started and it was unknown how frequent this was. The patient was sitting in the porch with both feet on the ground when this occurred. The issue was not related to positional movement and it was only felt when sitting. The patient did not have any recent medical tests or had emi environmental exposure but they were recently in the hospital but had not tests done or did not come in contact with emi. Using the programmer it was determined that the stimulation was on. The patient did not have the ability to change the stimulation. Troubleshooting was declined by the patient and the stimulation was turned off. The uncomfortable stimulation was resolved with the stimulation being turned off. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. The indications for use of the implanted device were noted as spinal pain and failed back surgery syndrome. See manufacturer¿s report #3004209178-2015-15909 regarding the patient¿s previous device issue.